Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 325 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported that they were unsure if the cannula was properly seated at the infusion site. When removed from the infusion site, the pod's cannula was found bent. There is no information available regarding treatment.

Manufacturer narrative:
The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in the needle deploying early; the cause of the reported event could not be conclusively determined.